Event description:
It was reported that the patient had a loss of therapeutic effect. Two weeks prior to the report (around (B)(6) 2012) the patient's symptoms returned and her arms and legs started falling asleep at night. It was also reported that the patient was unable to adjust her stimulation. A "call your doctor" icon was displayed along with a power on reset (por) message. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v588866, product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).